Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had undersensing and oversensing that did not affect detection or termination. The lead is still in use. No patient complications have been reported as a result of this event.